Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 3:30 pm with blood glucose of 541 mg/dl. The customer had virus infection flu and that¿s why the customer¿s blood glucose level was high. The customer was treated with insulin drip and pen. The customer¿s current blood glucose level was 117 mg/dl. The customer¿s called in with issue transmitter not getting connected. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.